Manufacturer narrative:
No device is expected to return for evaluation. A review of the complaint database and device history record is in progress. A follow up report will be submitted when the review is complete.

Event description:
The user reported that the tip of the wire broke off inside the patient's common femoral artery while removing the wire and introducer during access. The physician retrieved the broken wire piece with a snare without additional complications or injury.

Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to excessive force during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.